Event description:
It was reported that the customer had a blank screen on the insulin pump. Pump does not switch on or switch off alone without an alarm. No further details given.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to broken connector on interface board and broken connector on mother board. The insulin pump had minor scratches on display window and cracked case near display window corners noted during visual inspection.